Event description:
This is a report of a colleague infusion pump with a failure code 814:09, which may have caused an interruption of delivery. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 814:09 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective pump head module. The pump head module was replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Failure code 814:09 indicates a sensor failure (occlusion sensor failure).